Manufacturer narrative:
Correction: during follow up, it was clarified that the holes were in the overpouch of the cassette packaging. Product is sterile fluid path; there are flutter vents in overpouch. Overpouch is not a sterile barrier for the fluid pathway. There is no breach in the sterile fluid pathway. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were four holes in an unspecified location of an amia cassette. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.